Event description:
A surgeon reported that a memory lens iol was implanted in pt's eye in 2000 which was since opacified. Visual acuity reported as 20/25. Several requests have been made to obtain additional information. No further information is available.